Event description:
It was reported to medical records on (B)(6) 2012 that this lead was explanted on (B)(6) 2008 for an infection. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).